Manufacturer narrative:
The investigator has completed their evaluation of the logs and hard drive: the "index" file for the "patient" database table (where patient ID, last name, first name, gender and date-of-birth are stored) had many (34) different patient ID key values that point to the same database record. This explains the issue observed by the customer. In the actual database file holding the data records, the record that those 34 "keys" are pointing to is actually mistaken on a "delete chain", meaning the database thinks it's not actively in use and is eligible to be re-used if we need to create a new record. This is the corruption which caused the issue, however it is unknown how the corruption occurred. Adhering to instrument operation as outlined in the operators guide, such as guidance regarding shutting down the instrument, will reduce the potential for drive corruption. Note: the customer was using v2.3.1b software which is an obsolete windows xp hdd. The v3.0b bios upgrade kit was installed.

Manufacturer narrative:
This issue has been escalated to sw engineering. It will be investigated through internal log review. The cause of this event is unknown.

Event description:
The customer reported the patient ids on the rp 500 s/n (B)(4) are being overwritten with a different number after measurement. The customer stated the initial printouts are correct. When the operator goes into the recall screen there is another patient ID for that sample. Then when she looks in rapidcomm there is a different patient ID. The customer has 11 analyzers. It was verified that the rp 500 s/n (B)(4) is the only analyzer impacted. This analyzer is in the or. The customer stated they use the printout in the operating room, so the correct result was always provided to the physician. There was no report of injury due to this event.